Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a application failure. A technical support specialist contacted the customer, who reported being unable to issue medication because the select button was not visible; the specialist remoted into the ns machine and confirmed the issue, then remoted into the sync machine where the select feature was available, escalated the case on teams for further assistance, and restarted the machine per guidance. The specialist then had the customer perform a cycle count to confirm medication stock, during which it was found that the items were not present in the machine; the customer understood the findings, and the issue was confirmed to be resolved. The system functioned as intended a technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, system was unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delay or adverse events or injuries reported based on this event.